Event description:
Patient had a central line placed urgently in the right femoral vein (B)(6). He later that night had this line removed and another placed in his left internal jugular vein. A CT scan on (B)(6) noted at 15 cm piece of wire in his right hepatic vein. Patient was admitted (B)(6) 2015 via the ER in acute respiratory failure. He was intubated and a central line was placed urgently in his right groin. Because it was placed quickly under non-sterile technique to administer meds, it was removed a few hours later and a left internal jugular line was inserted. Daily chest x-rays (B)(6) failed to show the retained wire. A CT scan of the chest on (B)(6) showed the presence of a 15 cm piece of wire. Since the guide wires used are 60 cm in length and we are unable to retrieve the wire, we believe a portion of the guidewire broke off.